Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded:stylet t lock assembly was returned within the catheter. A sticker label was also returned with lot: reds2283. The catheter appeared to be trimmed at the 42 cm depth marker. The stylet was removed from the catheter. A kink was present approximately 4.6 cm from the distal end. The stylet was observed to be intact. Microscopic observation revealed the kink to be located between magnet locations. A section of the complaint of a damaged 3cg stylet is confirmed but the exact cause remains unknown. One 4 fr sl powerpicc solo catheter was returned for investigation. The 3cg polyimide tubing was cut near the kink location. The wall thickness was measured and found to be within manufacturing specification. Based on the description of the report event, possible contributing factors include damage during handling and advancement against resistance. Since a kink in the stylet was observed, the complaint is confirmed. A lot history review (lhr) of reds2283 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a broken magnetic tip inside the PICC-catheter. It was stated the nurse is sure she did not cut it because she withdraw the wire with good marginal.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2283 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a broken magnetic tip inside the PICC-catheter. It was stated the nurse is sure she did not cut it because she withdraw the wire with good marginal.